Manufacturer narrative:
Qc prior to the event was within lab-established ranges. After recalibration, qc increased to the same degree as patients' results. Per qa, the lab's ranges are very wide. Prior to contacting bci, the customer replaced the cl tip. The customer noticed that the o-ring was missing from the tip that was replaced. The customer installed an o-ring with the new tip. The customer also used a new bottle of calibrator to recalibrate the system after the event. A field service engineer (fse) evaluated the instrument and verified performance. All tests performed within specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) and stated that the unicel dxc 600 pro synchron clinical systems generated false low chloride (cl) results. After routine maintenance was performed, the customer reran the samples. Recovery was slightly higher and results were reported out of the lab. Treatment was not initiated or withheld based upon the results reported.